Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month follow-up CT imaging showed the presence of a type ia endoleak due to the aortic body stent graft sealing rings being located below the intended landing zone in an aortic diameter outside the treatment range for the implanted stent graft. As of the date of this report, the patient will continue to be monitored and there have been no additional patient sequelae reported.